Manufacturer narrative:
One used medfusion® 3500 syringe pump was returned for investigation. A visual inspection revealed the top and bottom cases of the pump to be in fair condition. The right plunger case was cracked and there was no visible contamination. A review of the device's event history log confirmed the reported error. The reported error was duplicated during flow testing. The complaint was confirmed. The root cause for the event was determined to be incorrect assembly done by the customer.

Event description:
It was additionally reported that there was patient involvement, but no patient injury as a result of the event.

Event description:
It was reported that there was a request to return a medfusion¿ medfusion® 3500 syringe pump for motor rate error. No information was reported that the product fault occurred while in use with a patient.